Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of embedded device ("essure coils has embedded into her bowel") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unable to remove coil". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), nausea ("nausea"), alopecia ("hair loss"), abdominal distension ("bloating"), cyst ("cysts"), weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on or about (B)(6) 2018, underwent laparoscopy). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, nausea, alopecia, abdominal distension, cyst, weight increased and vaginal discharge outcome was unknown. The reporter considered abdominal distension, alopecia, cyst, embedded device, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: during the laparoscopy it was discovered that one of the essure coils has embedded into her bowel. It was unable to be removed. The second device was not located during this surgery. Plaintiff's physician is still trying to determine a safe way to remove the embedded coil. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils has embedded into her bowel/migration of essure location of device:embedded in colon"), device expulsion ("expulsion of essure device") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") in a female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back disorder, ovarian cyst and abdominal pain. Previously administered products included for an unreported indication: nuva ring. Concomitant products included cefixime (flexeril) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), nausea ("nausea"), alopecia ("hair loss"), abdominal distension ("bloating"), cyst ("cysts"), complication of device removal ("unable to remove coil"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: chronic yeast infections") and dyspareunia ("dyspareunia"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (on or about (B)(6) 2018, underwent laparoscopy). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, ectopic pregnancy with contraceptive device, pelvic pain, nausea, alopecia, abdominal distension, cyst, weight increased, vaginal discharge, complication of device removal, fungal infection and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, complication of device removal, cyst, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, fungal infection, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: during the laparoscopy it was discovered that one of the essure coils has embedded into her bowel. It was unable to be removed. The second device was not located during this surgery. Plaintiff's physician is still trying to determine a safe way to remove the embedded coil. Normal appearing cavity with both ostia well visualized and essure with right side 3 to 5 coils left side 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: impression: right ovarian cyst, small myometrial cysts. Ultrasound scan vagina - on (B)(6) 2013: impression: right ovarian cyst, small myometrial cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received : reporter added, lot number added, patient demographic updated, events added- yeast infections, dyspareunia, expulsion of essure device, pregnancy (ectopic), device ineffective. Historical drug, concomitant drug, medical history and lab data added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils has embedded into her bowel/migration of essure location of device:embedded in colon"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and device expulsion ("expulsion of essure device") in a female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back disorder, ovarian cyst and abdominal pain. Previously administered products included for an unreported indication: nuva ring. Concomitant products included cefixime (flexeril) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced device expulsion (seriousness criterion medically significant), nausea ("nausea"), alopecia ("hair loss"), abdominal distension ("bloating"), cyst ("cysts"), complication of device removal ("unable to remove coil"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: chronic yeast infections") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on or about (B)(6), 2018, underwent laparoscopy). Essure treatment was not changed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, device expulsion, pelvic pain, nausea, alopecia, abdominal distension, cyst, weight increased, vaginal discharge, complication of device removal, fungal infection and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, complication of device removal, cyst, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, fungal infection, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: during the laparoscopy it was discovered that one of the essure coils has embedded into her bowel. It was unable to be removed. The second device was not located during this surgery. Plaintiff's physician is still trying to determine a safe way to remove the embedded coil. Normal appearing cavity with both ostia well visualized and essure with right side 3 to 5 coils left side 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: impression: right ovarian cyst, small myometrial cysts. Ultrasound scan vagina - on (B)(6) 2013: impression: right ovarian cyst, small myometrial cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils has embedded into her bowel") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), nausea ("nausea"), alopecia ("hair loss"), abdominal distension ("bloating"), cyst ("cysts"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge") and complication of device removal ("unable to remove coil"). The patient was treated with surgery (on or about (B)(6) 2018, underwent laparoscopy). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, nausea, alopecia, abdominal distension, cyst, weight increased, vaginal discharge and complication of device removal outcome was unknown. The reporter considered abdominal distension, alopecia, complication of device removal, cyst, device dislocation, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: during the laparoscopy it was discovered that one of the essure coils has embedded into her bowel. It was unable to be removed. The second device was not located during this surgery. Plaintiff's physician is still trying to determine a safe way to remove the embedded coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.